Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer's blood glucose was 260 mg/dl. Customer stated that the pump alarmed after a battery change and the pump is alarming at the time of the call. Customer was trying to fill the tubing and received a no delivery alarm. Customer stated that she had 1 unit left on the battery and changed it. Customer stated that the batteries were not out of the pump greater than the duration allowed by the pump. Customer was advised to monitor the pump. Customer was assisted with clearing the battery out limit alarm. Troubleshooting was performed and the customer stated that the insulin did exit. The pump did not alarm no delivery. Customer was advised that the pump was working as designed.